Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2000mcg/ml at 249.8mcg/day) and dilaudid (40mg/ml at 4.998mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient had their pump removed 5-6 years ago due to it causing the patient's leg to swell. It was further reported by a healthcare provider (hcp) the catheter and pump were both explanted on (B)(6) 2015. The patient experienced a loss of benefit from the intrathecal therapy. The patient received one gram of ancef for IV antibiotic prophylaxis 60 minutes prior to the procedure. The patient tolerated the procedure very well and was taken to the recovery room in stable condition where he was kept in observation for an appropriate period of time before being discharged. If additional information is received, a follow-up report will be sent.